Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments as well as the customer using the cartridge beyond labeling. Tandem technical support educated customer on insulin labeling. Customer administered a correction injection to address bg. Customer to follow up with their healthcare provider in regards to setting adjustments.